Event description:
Boston scientific crm received information that approximately six months ago, the clinician noted impedance measurements greater than 2500 ohms on the right atrial lead. As a result, the device was programmed vvir 70. During a device changeout procedure, the lead was found to be fractured. As a result, this lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.